Event description:
Reference number (B)(6). Event occurred in the united states. It was reported that the patient faced occlusion in the tubing site event on (B)(6) 2024. No further information available .